Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 23.7-24.4cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of low hv lead impedance.

Event description:
It was reported that patient received notification alert for low, out of range hv lead impedance. Review of the episode confirmed the low measurements. Lead was explanted and replaced.

Event description:
Additional information received indicated that patient's condition is great.